Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she discovered insulin inside of her insulin pump's reservoir compartment while she was priming her new infusion set. The patient's blood glucose at the time of incident was 487 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the reservoir leak; however, the customer did not find any missing pieces or damage on the insulin pump that may have caused the leak. The customer was unable to check for the source of the leak since she had already thrown away the reservoir. No products were returned or replaced.